Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted. Device return is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b2, b5, h1, h6.

Event description:
It has been determined that the device associated with this complaint is not abbvie device. This record is no longer reportable to FDA and will be un-reported.